Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the up arrow keypad button has been intermittently unresponsive for (B)(6). He stated that he wears the pump in a case attached to his belt, and denied exposing the pump to cleaning products.